Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the patient had not been seen in the office since (B)(6) 2016. It was also noted that their office had not been contacted for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated their device was acting up and not working which started several days ago. The patient got up and wanted to change settings and were not able to, so they left it where it was. The patient then got up at night and checked what was going on and the programmer showed to call the healthcare provider. The patient could not remember the code at first but then agreed it was a power on reset (por). The patient noted their symptoms returned several days ago and they first saw the por in the middle of the night on the day of the call. When asked if the patient had any related environmental exposure, the patient stated they did, they had a test done but didn¿t remember the name of the test or when it was. The patient was redirected to their healthcare provider to address the por. No further complications were reported.